Event description:
Several technicians in one customer's laboratory complained of heart palpitations, chest pain and shortness of breath during sample preparation allegedly caused by fumes given off form the sample preparation reagents contained in the amplicor hiv-1 monitor test kit v1.5.the customer suggests that since the lysis buffer in the kit contains guanidine thiocynate that this may be possible source of noxious fumes.